Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy. The completer pump history from the date of the event was not available for review as the pt continued to use the pump. The pump alarm history indicated that the auto-off function was enabled, which would result in the pump emitting an alarm every three mins. The pump alarm history also indicated that the pump emitted a low battery warning and replace battery alarm in close succession.

Event description:
The pt reported that the pump required frequent battery replacement. The pt also reported that the pump history indicated that the pump emitted a replace battery alarm without emitting a low battery warning.